Event description:
It was reported that the patient presented via merlin.net transmission with out of range pacing lead impedance. Patient was brought into clinic and in clinic lead impedance measurement was normal. Isometrics were negative and there were no electrical anomalies. Patient was asymptomatic. No further information could be obtained.